Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant patient result. Quality controls were within range of the day of event. Ccc instructed the customer to perform a patient crossover study with the other dimension vista instrument, and results were comparable. Upon follow up, the customer reported the issue was resolved and they could not replicate error. The cause of the discordant, falsely low vancomycin result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 500 instrument. The initial discordant result was reported to the pharmacist. The pharmacist questioned the result and asked for rerun. The same sample was repeated on a dimension vista instrument, resulting higher as expected based on drug dosage given. The corrected result obtained on the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.